Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the right atrial lead into the pulse generator header. The lead pin did not appear to have progressed all the way into the pin cavity. The lead was implanted and the patient would be monitored.